Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the surgery everything seemed fine, there was a good donut and staple formation but the anastomotic leakage was noticed 5-6 days after the procedure. The patient was hospitalized. Control lab creatinine and c-reactive protein were higher than normal. Air bubbles were seen next to the staple line. Emergency laparoscopic surgery anastomosis was really low and hard to see. Transversostomy was performed. Water-air leak test, good donuts and anastomosis was checked with scope and looked good. The patient got better and went home 5 days post operative.